Event description:
It was reported patient was experiencing ineffective therapy due to high impedances on one lead and the other has rib stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the 1-8 lead had migrated and as a result surgical intervention was undertaken on (B)(6) 2025 wherein the 1-8 lead was explanted and replaced and the 9-16 lead was repositioned to restore therapy.

Manufacturer narrative:
B1- product problem should not be checked h6-codes corrected based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.